Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain'), cervix carcinoma ('cervical cancer') and genital haemorrhage ('general abnormal bleeding') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and nausea ("nausea") and was found to have cervix carcinoma (seriousness criterion medically significant), hormone level abnormal ("hormoal change"), neoplasm ("tumors"), weight increased ("weight gain") and teratoma ("teratoma"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervix carcinoma, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, nausea, neoplasm and weight increased outcome was unknown. The reporter considered bladder disorder, cervix carcinoma, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, neoplasm, pelvic pain, psychological trauma, teratoma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Patient received treatment for fatigue, hormonal changes, migraine, headache, nausea, tumors, cervical cancer, weight gain discrepancy on date of insertion 2013 previously and in current pfs it is as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received events " apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, bladder problems, urinary tract problems, vaginal discharge, fatigue., hormonal change, migraine, headache, nausea, tumors , cervical cancer, weight gain" were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.